Event description:
On 10/3/94 at approx. 1130 a, nursing assistant was transferring resident from bed to shower chair via over backward and fell out of the sling falling to the floor. Lacerations to the temporal area were sustained requiring several sutures to the area. Resident was transferred to local hosp e.r. For treatment.